Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Reporter contacted technical solutions to report a prometra ii 20 ml pump with an underinfusion volume discrepancy: the expected returned volume was 5ml and the actual aspirated volume was 20ml. The pump was later explanted and replaced. The pump had not flipped or migrated. The patient was reported to be in pain but that they normally experience pain. They also reported that the patient has not had any falls or mris. Reporter and the physician are the only two clinicians that access this patient's pump. The last clinician to access was reported to be the physician.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification. Internal complaint number: (B)(4).